Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on (B)(6) 2016. Retain product was tested and the customer complaint was not confirmed. Returns were not available. Investigation: the device history record (DHR) for this lot was reviewed. The lot passed finished goods (fg) release criteria. Eighty retained cartridges from the lot were tested using whole blood (wb), I-stat level 2 control (l2) and tricontrol level 2 control (tri l2). Testing met the acceptance criteria found in (B)(4) - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No repeats on the I-stat or laboratory.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a male patient. There was no additional patient information available at the time of this report. Return product is not available for investigation. I-stat: (B)(6) 2016 at 2:38am in specials dept 1 location, glu 200, bun 7, crea 0.6, na 118, k 3.1, cl >140, tco2 15, an gap <>, ica 0.92, hct 32%, hb 10.9. I-stat: (B)(6) 2016 at 5:36am in specials dept 1 location, glu 147, bun 10, crea 0.6, na 139, k 3.5, cl 122. I-stat: (B)(6) 2016 at 8:29am in specials dept 1 location, glu 92, bun 12, crea 0.6, na 143, k 4.4, cl 117. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted (B)(6) 2017 at abbott point of care ((B)(4)).